Event description:
The complainant has reported that a patient (age unknown) underwent a therapeutic procedure for hemostasis. The resolution hemostatic clip device did grasp the tissue at the bleed site in the upper stomach. The clip failed to detach from the catheter to complete deployment. The clinician detached the clip from the tissue with use of an argon laser. Treatment of the bleed site was successful. There was no bleeding from the site. There was no ill effect sustained to the bleed site as a result of the deployment issue. The patient had no reported complications.